Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
(B)(4). - the dentist reported that he had to remove the dental implant during its installation surgery because the connection got stuck into the implant in addition, 60ncm of primary stability was achieved and the patient presented bone type ii.